Manufacturer narrative:
This report filed february 26th, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to headaches with and without the device. It is unknown of the patient was reimplanted as of the date of this report (B)(6) 2016.

Manufacturer narrative:
This report is filed (B)(4) 2016.